Event description:
Boston scientific received information that during the implant procedure prior to wound closure, this brady lead was found severed in two pieces approximately 2.5 inches from the terminal pin. The patient is in atrial fibrillation (af) and no ventricular pacing was observed. Likewise, the patient is not pacemaker dependent. This lead was surgically abandoned in the patient with a new lead placed in the right ventricle. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of the lead was only returned and carefully analyzed. This lead was severed and dried body fluid was observed through-out the lead lumen. No lead testing was performed. The field allegation was confirmed with visual inspection.